Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2021-01012. Zimmer biomet (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Implant date- device was implanted sometime in 2018. Telephone and fax number unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported infection at tooth sites 23 and 25 and the implants were removed. Patient will return after the site has regenerated to place a new implant.